Manufacturer narrative:
Additional devices: part number 5006400, lot pn60b, date of manufacture 08/01/2007. Part number 5006819, lot 203490, date of manufacture 12/01/2007. Part number 5006810, lot 203420, date of manufacture 12/01/2007. Part number 5006809, lot 203400, date of manufacture 12/01/2007. The package insert states, "bending, fracture, loosening or migration of the implant", as a possible adverse effect.

Event description:
It was reported that the set screws backed out at l2 and l3 bilaterally. The original surgery was a t4-l3 psf.